Event description:
It was reported by the patient's wife that following a heart catheterization, an angio-seal was used. The next day, the pt woke up at home with swollen eyes and face and hives. The patient went to the emergency room and was treated with solumedrol, dose unknown and benedryl, dose unknown. The patient remained on these medications for six days. The swollen eyes and hives has disappeared. The patient is doing fine now.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the allergic reaction could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angi-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU caution that the angio-seal device is to be used only by a licenced physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.